Manufacturer narrative:
Sections with additional information as of 26-aug-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: extremely high glucose. Adverse event report is being submitted due to customer contacting nurse and doctor increasing insulin dose. Polyphagia. Note: customer reported another device used in this event and it is reported in MDR #2020-00452. Report 2 of 2.

Event description:
Consumer reported complaint for e-5 error. Customer stated she had obtained the e-5 error with two different vials (reference (B)(4)). At the time of the call the customer reported symptoms of excessive thirst, frequent urination, and excessive hunger; medical attention was not needed at the time of the call.